Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were extracted due to infection on (B)(6) 2018. Primary cause of infection was believed to be the last device surgery that took place on (B)(6) 2017. Patient was stable before, during and post procedure.